Event description:
Pt was revised due to loosening of the femoral and tibial components.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Should additonal information be received, the complaint will be reopened. Depuy considers the investigation closed.